Event description:
It was reported that the patient came into the clinic for a pump refill. A small dose increase (6%) was made. Initially the pump was not updated with the new volume of 40 ml, but it had the new dose when they looked at the printout, so they re-interrogated and updated the pump. The pump then showed a low reservoir and empty reservoir alarm occurred, but neither had occurred and neither appeared on the logs when they looked. There was no patient injury. The pump was delivering hydromorphone and clonidine. It was later reported that the patient had no symptoms related to the event. No troubleshooting was done aside from the re-interrogation and pump update. The patient and pump were ¿just the same¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. (B)(6). (B)(4).